Event description:
It was reported that the console shut off during the procedure. The console was restarted but it shut off again. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.